Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had a broken therapy connector. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue was determined to be due to a broken/damaged therapy connector.

Event description:
A customer contacted stryker to report that their device had a broken therapy connector. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.